Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional/updated data: initial reporter name and address: contact. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown synthes screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following conference abstract: aksu n et al (2013). Is the peg better than the screw in the locking plates preventing penetration in proximal humeral fractures?. Injury. Conference: 2013 annual meeting of osteosynthese international. Volume 44. Supplement 2. Page s5. (Turkey). This study compares the surgical treatment outcome of philos and s3 plates in the same ao type proximal humerus fracture were compared. Between october 2005 and december 2012, the results of 15 patients with proximal humeral fractures treated with an unknown synthes proximal humeral internal locking system (philos) plate were compared to the results of 15 patients treated with a competitor¿s device. Patient¿s treated with philos plate has a mean age of 66.8 years (range 34-87 years) and a mean follow-up of 68.4 months (range 50.5-88 months). Complications were reported as follows: 2 patients had insufficient tubercle reductions. 2 patients had impingement syndromes. Constant-murley score is 86.2 (range 66-100). This report is for 2 patients who had impingement syndromes. This report is for unknown synthes screws. This is report 2 of 2 for (B)(4).